Manufacturer narrative:
Upon review of the record, the issue does not meet the reportability criteria and was reported in error.

Event description:
Philips received a complaint from the customer on the v60 indicating that during preventative maintenance, it was observed while performing performance verification testing that the test 7: air flow accuracy; test 8: o2 flow accuracy; test 9: o2 mix accuracy all failed and were bad. Need to replace the gas delivery system (gds). It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.